Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
The affiliate reports that during a procedure, the handswitch did not work. Another device was used to complete the case. There were no adverse consequences to the pt. One device will be returned.